Event description:
It was reported that this artificial urinary sphincter (aus) could not be activated; therefore, a surgical procedure was performed to remove and replace the device. There were no patient complications.